Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was noted that the patient had several episodes of auto mode switches and noise reversion. Review of the electrogram confirmed atrial lead noise. The patient went home for the day and would be tested again next time the patient was in clinic. No medical intervention or patient symptoms were reported.